Event description:
It is reported that the pt's knee was revised due to infection.

Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation: as returned the proximal side of the femoral component has good cement/tissue fixation. The articulating surface exhibits some very minor wear to the articulating surfaces and shows some deformation damage from extraction. The tibial plate exhibits some nicks/dings/gouges from extraction. The device history records were reviewed for the articular surface and tibial plate and found conforming; indicating the devices were mfg, inspected and packaged to specifications. The device history records for the femoral components could not be reviewed due to insufficient info.